Event description:
No additional information provided.

Manufacturer narrative:
1. No actual samples and pictures have been received, and based on the information available, it is difficult to determine the damaged site of the product, as the product contains the straight pp connector, the prn, and does not contain the white end cap. 2. DHR/bhr review(lot#3108434): 1)this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complaint batch. No leakage is found, and no abnormality is found on the sample. Please refer to the attachment for the test report. 4. It is recommended customers to use the appropriate product for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample, the damage site of the product is uncertain, and the forcing of the liquid through the product during high-pressure injection is unknown, so the root cause of the complaint cannot be confirmed.

Event description:
It was reported bd intima-ii 18gax1.16in end cap cracked the following information was provided by the initial reporter; "the white end cap loosened and cracked during high-pressure injection. It needs to be returned, a complaint reply letter is required, and a complaint acceptance letter is required."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.